Manufacturer narrative:
Concomitant products: 10ml bd syringe, ref 306546, lot 6067699, exp 02/2019, 0.9% sodium chloride injection; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a leak was noticed from the "tiny hole" in the back of the filter during an infusion of tpn 32 ml per hr. The extension set was in use for less than 4 days.

Manufacturer narrative:
The customer¿s report of a leak from the filter of the extension set was confirmed. Functional testing showed leaking from the filter vent. Although the root cause of the leak was not identified, the probable cause is the filter being wetted out due to oversaturation.